Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that after mmo (mucosal melanomas of the oral cavity) surgery, the surgeon placed a nasogastric tube (ngt) to suction/empty stomach for any blood or irrigation that might have went down the stomach. After suctioning, the resident took out the ngt and noticed that tip of the tube was missing. They did x-ray but unable to locate the tip. They had to go to CT scan, and they were able to locate where exactly the tip was, from there they went back to or and hn surgeon retrieved the missing part of the ngt. Additional information was received from the customer and stated that the patient is doing fine and recovered normally from the procedure.

Manufacturer narrative:
The device history record (DHR) for reported lot number was reviewed indicating that the product was released accomplishing all quality standards. The device was received for evaluation and the reported condition has been confirmed. A corrective and preventive action has been initiated to address the reported.

Event description:
The customer reported that after mmo (mucosal melanomas of the oral cavity) surgery, the surgeon placed a nasogastric tube (ngt) to suction/empty stomach for any blood or irrigation that might have went down the stomach. After suctioning, the resident took out the ngt and noticed that tip of the tube was missing. They did x-ray but unable to locate the tip. They had to go to CT scan, and they were able to locate where exactly the tip was, from there they went back to or and hn surgeon retrieved the missing part of the ngt. Additional information was received from the customer and stated that the patient is doing fine and recovered normally from the procedure. The customer further stated that they do not have any additional information on how the missing part was retrieved.

Event description:
The customer reported that after mmo (mucosal melanomas of the oral cavity) surgery, the surgeon placed a nasogastric tube (ngt) to suction/empty stomach for any blood or irrigation that might have went down the stomach. After suctioning, the resident took out the ngt and noticed that tip of the tube was missing. They did x-ray but unable to locate the tip. They had to go to CT scan, and they were able to locate where exactly the tip was, from there they went back to or and hn surgeon retrieved the missing part of the ngt. Additional information was received from the customer and stated that the patient is doing fine and recovered normally from the procedure. The customer further stated that they do not have any additional information on how the missing part was retrieved. Additional information was received from the customer on 16-jan-2024 and stated that the tube indwelling was just for a few minutes to suck out the irrigation fluid and it was set to intermittent suction. The tube was not used to deliver any feeds or medications. The tube was only used for suction and no syringe was used. There was no resistance noted during tube removal.